Event description:
It was reported that coring occurred in the medicine vial after the unspecified bd¿ blunt plastic cannula was used on it. The following information was provided by the initial reporter: "upon completing a literature search we found the following information on the bd blunt plastic cannula: overall coring was reported in 3.1% of vials accessed. The highest rate occurred with the bd blunt plastic cannula at 9.9%."

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: bd was unable to perform a thorough investigation as no physical sample, lot, or batch number were provided. Based on the available information we are not able to identify a root cause at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.